Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (10 mg/ml at an unknown dose) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that the empty pump alarm was occurring. Per the pump logs, the empty pump alarm occurred on (B)(6) 2017. The patient had ¿unbearable pain¿ related to the event. The patient had missed their pump refill as they were in the hospital for an unrelated health issue. Per the reporter, they were filling the pump today. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that patient was in on monday when the pump was alarming due to it being empty. The reporter stated they refilled the pump with 20 ml at that time and thought they updated the pump. The reporter stated that the patient was back today as the pump is still beeping and it appears that the pump was not updated after the refill. It was reviewed with the reporter to enter reservoir volume of 19.4 ml based on what has been delivered since monday, enter the low reservoir alarm volume and update the pump. This resolved the reported issue. The pump was delivering morphine at 1.76mg/day. No further patient complications reported.